Event description:
The customer reported that her pump in style breast pump had low suction. She also reported that she head experienced clogged milk ducts and mastitis in the past weeks, for which she was prescribed antibiotics.

Manufacturer narrative:
A medela clinician followed up with the customer on 6/23/2015. The customer denied symptoms of mastitis.

Manufacturer narrative:
A replacement pump was sent to the customer. As of the date of this report, the original product has not been received. Should the original product be received resulting in new, changed or corrected information, a follow-up report will be filed at that time. In follow up with a medela clinician on (B)(6) 2015, the customer denied having symptoms of mastitis. She did, however, state that the replacement pump was better and that she was no longer experiencing any symptoms when using the new pump. It cannot be definitively concluded tha the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 46th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.